Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, two devices were defective. They were difficult to load and unload and to toggle. The needle from each device dislodged. The needle from the suture reload dropped inside patient abdomen and was retrieved. X-ray was done on the day of surgery. A third new device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.